Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). On 10-may-2023, it was noticed that incorrect information was reported in section h10. Additional manufacturer narrative of the 3500a initial medwatch report. The following statement is considered to be incorrect. Please consider this removed: ¿the customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint.¿ the correct statement that should have been reported is as follows: ¿the product has not returned for analysis, however, a pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿

Manufacturer narrative:
It was reported that a patient underwent a atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a broken hub issue occurred. It was reported the site at the handle, where irrigation enters, was broken when the product was opened (out of box failure). Additional information was received indicated the hub was broken. Looks like it is a result of a collision/blow. This happened during procedure and they replaced it with another carto vizigo¿ 8.5f bi-directional guiding sheath - small. No delay. There was no patient consequence. Device investigation details: a picture was received for evaluation. Analysis was performed following biosense webster inc procedures and the investigation has been completed. According to pictures provided by the customer, the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath - small was observed broken in two or more pieces. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a broken hub issue occurred. It was reported the site at the handle, where irrigation enters, was broken when the product was opened (out of box failure). Additional information was received indicated the hub was broken. Looks like it is a result of a collision/blow. This happened during procedure and they replaced it with another carto vizigo¿ 8.5f bi-directional guiding sheath - small. No delay. There was no patient consequence.

Manufacturer narrative:
The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).